Event description:
During a follow up prior to discharge following initial implant, diagnostic imaging was performed and revealed a right ventricular (rv) lead dislodgement. The rv lead was repositioned to resolve the event. The patient was stable and will continue to monitored.